Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Unique identifier (UDI) number is not provided / unknown. Initial reporter¿s email address is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
The implant was removed due to an unknown reason.

Event description:
It was reported that the implant was removed due to infection.

Manufacturer narrative:
This report is being submitted to report correction and additional information to 0002023141 - 2022 - 01757. The reason for the implant removal is now confirmed to be infection. The following sections are being reported: b5: describe event or problem. H2: if follow-up, what type. H3: device evaluated by manufacturer. H6: health effect - clinical code. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.